Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent rectocele surgical procedure on an unknown date and suture was used. Following the procedure, the patient experienced reaction and inflammation. The surgeon reported the rectocele will need to be surgically repaired. Additional information has been requested.